Manufacturer narrative:
B3: estimated based on gfe response from sales representative. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17247318. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) leads were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.